Event description:
It was reported that a patient underwent a vaser liposuction and renuvion treatment on (B)(6) 2021. It was further noted that the surgeon has not changed anything in his procedure yet his patient is having a different recovery process (bruises and blisters and change in skin color). On 10/19/2021, additional information was provided by the distributor. This is a (B)(6) year old patient with a medical history of liposuction and mastopexy in 2019. Generator settings were noted at 70% gas and 2.0 liters flow. The location of insertion sites were at the supra pubic, inner part of umbilical area at 12 o clock and axillae area (linea axillar posterior). Undermining was performed with the vaser infiltration system and tumescent anesthesia was used. Renuvion was performed (4 passes) to the abdomen, flanks and back area. The patient sustained 2x3 cm blisters to the abdominal obliques. The patient was treated with silvaderma and hyperbaric chamber treatment. Currently, the patient has progressed satisfactorily. Based on the provided information, there was no allegation of device malfunction. However, due to the surgeon's technique the patient sustained burns.